Manufacturer narrative:
(B)(4). Additional information received: initial surgery: (B)(6) 2016. Side: left. Associated products: item 010000857, lot 3678611, item 650-0320, lot 3644103, item 650-0837, lot 2015111896. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Update following bfarm user report received on may 10, 2021. It was reported that a patient underwent an initial left hip replacement on (B)(6) 2016. Subsequently, the loosened cup and inlay components and the plug-on head were revised due to aseptic loosening of the cup on (B)(6) 2021. Oa dr. (B)(6) reported to me the multiple early loosening of the g7 cup . This has been successfully used in the clinic for several years 200 p.a.. He will provide the corresponding x-ray images in a timely manner . Side : left.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Dr. (B)(6) reported the multiple early loosening of the g7 cup. This cup has been successfully used in the clinic for several years 200 p.a.

Event description:
Oa dr. (B)(6) reported the multiple early loosening of the g7 cup. This cup has been successfully used in the clinic for several years (B)(6).

Manufacturer narrative:
(B)(4). Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the r&d for investigation. The bone-contacting surface of the cementless acetabular shell showed no evidence of bone attachment. Some damage/burnishing was visible on the external surface of the shell, likely caused by implant loosening implant removal during revision surgery. The inside surface of the shell, which contacts the liner and was not in direct contact with bone due to the use of plugs, showed a significant amount of residue, likely of biological origin or from the sterilisation process used at the hospital. Some scratches were also observed on the rim of the shell, likely caused by implant removal during revision surgery. The revised g7 neutral e1 polyethylene liner. The articulating surface of the liner appeared slightly polished and the liner rim displayed scratches and dents on one side, which suggests that they may have been formed due to impingement with the femoral stem. The non-articulating surface was also in overall good condition, with the exception of a circular filament of polyethylene (the ringless barb that is part of the liner¿s locking mechanism), which is the internal surface that contacts the liner. Was partially detached from the proximal edge of the tapered region, and likely occurred during removal of the liner from the shell. A g7 bispherical shell, a g7 neutral e1 liner and a biolox delta head were revised after 4 years and 11 months due to aseptic loosening of the cup. There was no evidence of bone attachment on the revised acetabular shell. The provided radiographs showed that the shell was positioned at a steep inclination angle, and the pre-revision radiograph showed a radiolucent line around the acetabular shell. Contributing factors to the reported loosening may include sub-optimal surgical technique and malalignment. The relevance of these factors cannot be confirmed with the information available at this time. The severity of the reported event is in line with the risk file, and no issue with the occurrence rate has been identified. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 6 complaints reported with the item (including initiating complaint). CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.